Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history files a flow deviation could not be detected, but I was possible to detect a damaged can bus of the mother board. The sample was subjected to a visual and functional examination. During the visual investigation all cover caps on the screw pillars and the seal on the lower housing were undamaged and available. A functional test was performed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. It could be detected that the mechanical pressure was slightly out of tolerance, but this is not in connection with the reported malfunction. All other values according to the specifications of the technical safety check (tsc). During the disassembling the device no damages could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): "underinfusion" customer information: intravenous antibiotic was diluted with 0.9% sodium chloride. Pump alarmed for completion , however there is still half volume left . The therapy was from 8pm-9pm